Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a cpu test failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during use, the device exhibited a 1660 error alarm. The batteries were removed and reinserted but the alarm would return immediately. The batteries were removed and tubing was clamped. Per there reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.